Manufacturer narrative:
Upon subsequent follow up communications with the physician, the customer reported the pediatric patient was not harmed as a result of a product defect. However, the user reported they overestimated the size of residual vsd (ventricular septal defect) due to the reported use issue with the device. The requirement to perform another cardiac by-pass run on the patient meets the criteria and definition for medical / surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The product was not returned for analysis and remains in use at the customer site. The device remains in service with no similar issues reported.

Event description:
It was reported that the user was unable to observe a trans-gastric view during a cardiac bypass procedure with the x11-4t transducer, due to lack of transducer tip contact. A second cardiac bypass run was required as a result of the event. Additional information is being obtained to determine patient outcome details. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A technical evaluation of the event concluded that the model x11-4t transducer operated in accordance with its design specifications and performed as intended. The issue was attributed to user error, specifically related to transducer selection and its use in a pediatric patient population. The product was not misidentified, and its labeling and information were confirmed to be accurate, complete, and compliant with applicable requirements.